Manufacturer narrative:
A united states customer informed siemens of an audible tone from the external uninterruptible power supply (ups) connected to the atellica sample handler prime system. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse observed over-current and output short-circuit alarms on the internal ups and detected that the process center computer (pcc) will not power on when connected to the internal ups. When the pcc is connected to the external ups, a current limitation error was triggered. The cse performed troubleshooting, which included removing the pcc cable from the internal ups, and observed no fault with the system. The cse removed the pcc power cable from the internal ups and no issues were observed. When the cse plugged the power cable into a wall receptacle, the cse observed a failure that resulted in sparks from the pcc power cable. The cse performed additional services on 28-sep-2022, including powering off the atellica sample handler prime system, replacing the process center computer (pcc), and swapping the solid state drives (ssd). The cse restored the power on the atellica sample handler prime system, verified the system performed as expected, performed a database (db) backup, and noted the atellica sample handler prime system was fully operational. Siemens is investigating the event.

Event description:
The customer informed siemens of an audible tone from the external uninterruptible power supply (ups) connected to the atellica sample handler prime system with serial number (B)(4). While troubleshooting the noise, a siemens customer service engineer (cse) observed sparking from the atellica process center computer (pcc) power cable when it was inserted into the customer lab's power receptacle. There are no known reports of adverse health consequences due to the sparks emitted from the power supply.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00283 on 25-oct-2022. Additional information (09-nov-2023): siemens evaluated the information provided and determined that the pcc (process center computer) would not power on when connected to the ups (uninterruptible power supply), and the internal ups was in an error state. The failure caused an audible noise at the external ups, and the pcc would not power on. The failure was noted when the pcc power was connected to a ups with a 230-volt output. After the ups powered up and started, the pcc powered on and immediately shut off with a "dc overvoltage" error on the ups display. The reported issue was resolved by replacing the power supply. The power supply was returned to siemens and investigated, and the reported behavior was not reproducible. The power supply was further investigated by the vendor and powered on by a loader because a ups was not available. The power cycle tests were successfully completed, and no issues were detected. Siemens concluded that the reported behavior is an isolated hardware event, and the cause of the event is unknown. The atellica sample handler prime system is operating as specified post-service repairs. Section h6 (investigation conclusions) was updated to reflect the additional information.